Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during start up, a 980 ventilator went into an inoperable state. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) troubleshot the issue with the customer over the phone. The customer reported that they performed flow sensor calibration and it passed. The customer stated that they performed short self-testing (sst) and all tests passed.